Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported experiencing tooth pain with headache the past few months. Patient at check in marked true to gingivitis, jaw discomfort, sensitivity and pain.